Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds, undersensing and unstable r wave measurements. It was also noted that the rv lead dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.